Manufacturer narrative:
The autopulse li-ion battery (sn (B)(4)) involved in the reported complaint will not be returned for evaluation. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, the autopulse li-ion battery (sn (B)(4)) powered off the autopulse platform after 30 seconds. Following this, the battery was replaced and treatment was continued. Later, the customer tested the li-ion battery in different autopulse platform and the reported issue persists. No consequences or impact to patient.